Manufacturer narrative:
The device will reportedly not be returned to maquet cardiac surgery for investigation. A lot history record review was completed for the product. There was no nonconformance which could have contributed to this failure mode. Internal file number - (B)(4).

Event description:
The hospital reported that during an endoscopic vessel harvesting procedure, the vasoview hemopro btt port was unable to hold air. The surgeon was unsure if it was the balloon or the valve. Since this surgeon uses very little air, he completed the case with the same kit but without air in the balloon. There were no patient effects. The product was discarded.